Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button required multiple button presses in order to elicit a response. She stated that the issue has been occurring for the past few weeks. It was indicated that all of the other keypad buttons were responding to button presses. She denied damage to the keypad and that the pump was not exposed to water. The patient reportedly wore the pump underneath her clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow keypad button was intermittently unresponsive and required several presses to elicit a response. The keypad buttons did not have normal spring back or click. There was evidence of keypad contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.